Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in high blood glucose. Since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's diabetic ketoacidosis. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide advises that "the easiest and most reliable way to avoid dka is by checking blood glucose at least 4 to 6 times a day." It warns, "if left untreated. Dka can cause breathing difficulties, shock, coma, and eventually death." To treat dka, users are instructed to check for ketones. If ketones are not present, continue treating for high bgs. If ketones are present and you feel ill, contact a hcp for guidance. If ketones are present and are not feeling ill, replace the pod using a new vial of insulin. Check bg levels again in 2 hours, if they have not decreased immediately contact a hcp. Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
Customer wore a pod for less than 24 hours and deactivated it due to a blood glucose level of 400 mg/dl and large ketones. She reported the cannula appeared bent. We do not expect the pod to return for investigation.